Manufacturer narrative:
Concomitant medical products: three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)); lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)); logic femoral ps cem left sz 5 (cat# 02-010-01-0250 / serial# (B)(4)); logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(4)); lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)) three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post ltka, the (B)(6) male patient visited the surgeon for reason not reported.

Manufacturer narrative:
Section h10: (h3) the potential prosthesis wear reported in (B)(4) cannot be confirmed from the provided information and the devices are not available for evaluation as they remain implanted.